Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h6. Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as july 30, 2024.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. It was later reported the device was ruptured. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported, "capsular contracture, baker grade iii". Record is for right side. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken assessed as smooth opening. Capsular contracture: unable to observe as it is not related to the device. As per the investigation procedures particles and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "capsular contracture baker grade iii." Record is for right side. Device remains implanted.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. It was later reported the device was ruptured. The device has been explanted.